Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that they are experiencing high blood glucose levels. Customer's blood glucose reading was 400+ mg/dl. Customer reported that the insulin pump alarmed no delivery. However, customer reported that the alarm was resolved by a complete set change. Customer stated that they treated with the pump, then changed out the set. Customer's current blood glucose reading was 517 mg/dl. The insulin pump passed all functional testing during troubleshooting. Advised customer to change the entire set, reservoir, and insulin, and treat per health care professional's instructions. Product is not being returned or replaced.